Manufacturer narrative:
It is indicated that product is not returning for evaluation. Lot k342375 expired in february 2015. Since there were no previous reported complaints for this lot, in-house donor testing was performed using retain strips while the strips were past expiration. Retain strip testing results failed accuracy criteria but passed repeatability criteria. The failure of the accuracy criteria may have been from the use of expired strips. The manufacturing records for lot k342375 were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. In-house testing was performed on lot k336430 using retain strips and passed both accuracy and repeatability criteria. The manufacturing records for lot k336430 were reviewed. The lot met specifications and no non-conformances were documented. Root cause could not be determined from the information provided by the customer. Further investigation into in-house failure issues is being investigated under internal (B)(4).

Event description:
Patient reported unstable inr results with the inratio test. Results as follows: (B)(6) 2014: lab inr = 2.6; (B)(6) 2014: inratio2 inr = 3.1. (B)(6) 2014 inratio inr = 1.7, 4.0 and 2.9 (lot: k342375); lab inr = 6.2; inratio2 demo meter: inr 4.7 (lot: k336430); patient monitor = 2.4 (lot: k342375), coaguchek xs = 6.8. Patient's therapeutic range is: 2-3. Case was escalated to alere (B)(4) on (B)(6) 2015. This case was identified during an assessment/remediation as part of an internal asd (B)(4) related to inratio complaints received at the alere germany intake site that were not appropriately documented in the electronic case record for processing and escalation for regulatory determination. The available information is limited and no additional information is able to be obtained.